Event description:
It was reported that the bd y' extension set experienced leakage. The following information was provided by the initial reporter: the anti-reflux valve started spontaneously leaking but no apparent crack or fault are visible.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospitals. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd y' extension set experienced leakage. The following information was provided by the initial reporter: the anti-reflux valve started spontaneously leaking but no apparent crack or fault are visible.

Manufacturer narrative:
H.6. Investigation: a 30852 product was not available for investigation and details of the lot number were not provided. From the information provided by the customer it appears that the leakage occurred at the anti-siphon valve. The customer also reported that there was no visible damage on the affected product, and that the product had been connected for approximately 24 hours without an issue. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 30852 product over the past 12 months. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.